Event description:
A caller reported a temperature alarm labeled as alarm 11 related to their pump. There was no reported adverse impact to customer's blood glucose level. Technical support initiated the return process for the pump, which was under warranty, by providing instructions for storage and using a pre-paid label for its return. The customer confirmed understanding of the procedure and planned to use a backup insulin pump to ensure continuous insulin delivery.